Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report that about two months ago therapy shut off in the middle of the night and patient was incapacitated. Patient said that her hands are shaking and said that it is a worsening of her symptoms. When asked, patient said that the shaking has been going on for about the past two years. The patient was redirected to their healthcare provider to further address the issue. Patient said that has an appointment to see their neurologist tomorrow. Patient also mentioned that received a replacement handset and communicator however doesn't believe has set up it up as unable to connect and make an adjustment. With instruction, patient paired the communicator and set up the links and then was able to connect to implant.